Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted on (B)(6) 2012 due to frequent charging requirements. The physician replaced the ipg with a non-rechargeable ipg. No further information is available at this time.